Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.

Event description:
It was reported that the patients ipg was no longer working as intended and patient was having inadequate stimulation. The patient underwent an explant procedure.